Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No known consequences or impact to the patient, torn material. Visual inspection of the returned lens showed the lens was torn in half and half of a haptic was torn off and missing.

Event description:
It was reported that the haptic of the +22.0 diopter cc4204a collamer single piece lens was ripped off as the surgeon advanced it into the eye. The lens was removed without any patient injury. The reporter stated the tech was not well trained on loading this lens and misloaded the injector.